Event description:
"This product was used for neck plasty. However, the leak was confirmed under fluoroscopy, when the balloon was inflated at the lesion. Upon evaluation in 2003 the catheter balloon was found to be punctured therefore the complaint was filed as an MDR.